Manufacturer narrative:
.

Event description:
It was reported that the physician observed high impedance. The device was then disabled. The patient later had an increase in seizure activity and was referred for replacement. The patient was sent for x-rays where a lead fracture was found over the inferior aspect of the clavicle. The physician did not suspect any trauma or patient manipulation contributing to the lead fracture. A copy of the x-rays have not been reviewed by the manufacturer to date. No surgical interventions are known to have occurred to date.

Event description:
It was reported that the patient underwent lead replacement surgery. A diagnostics test performed on the new lead and the existing generator resulted with impedance value that was ok. The explanted lead was discarded following the procedure therefore product analysis cannot be performed.